Event description:
It was reported that "the seal fell through the trocar and into the patient." No injury to the patient.

Manufacturer narrative:
When evaluation results are completed, I will file a supplemental report.